Manufacturer narrative:
Investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4218221 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 4218221 for contamination. Retention samples from batch 4218221 were not available for inspection. No photos of affected plates or return samples from this batch were received for investigation. This complaint cannot be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that a mold contaminant was observed an unspecified number of times during incubation of patient samples. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) that a mold contaminant was observed an unspecified number of times during incubation of patient samples. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.